Manufacturer narrative:
Concomitant medical products - model: cmrm6133int, antibacterial absorbable envelope; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in the device area approximately six weeks post implant of an absorbable envelope at the patient¿s lead revision procedure. The infection was identified as serratia bacteria. The implantable cardioverter defibrillator (ICD) system and antibacterial absorbable envelope were explanted, and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.